Manufacturer narrative:
The customer contacted the siemens ccc. The customer stated that routine integrated multi-sensor technology (imt) cleaning was performed and salt b and salt bridge fluid were changed on the day of event occurrence. The cause of the low anion gaps on patient samples is unknown. MDR 2517506-2018-00311 has been filed for the same event.

Event description:
The customer of a dimension vista 500 instrument obtained low anion gaps for multiple patient samples. The patient samples were tested for sodium (na), potassium (k), chloride (cl), and carbon dioxide (co2) on a dimension vista 500 instrument and anion gaps were calculated based on the electrolyte values. The customer alleged that the anion gaps were lower than expected due to co2 values. Few of the samples in question were repeated on same instrument or on an alternate dimension vista instrument, resulting similar. Only the repeat results for sample ids (B)(6) were reported to the physician(s). It is unknown if the initial values for sample ids (B)(6) were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the low anion gaps.

Manufacturer narrative:
The initial MDR 2517506-2018-00332 was filed on 10-may-2018. Additional information (29-may-2018): siemens followed-up with the customer to know the status of the dimension vista instrument. The customer stated that the anion gaps are resulting as expected post troubleshooting on the alternate dimension vista instrument. The instrument is performing within manufacturing specifications. No further evaluation of device is required. MDR 2517506-2018-00311_s1 has been filed for the same event.